Event description:
It was reported that log files were sent for review for frequent pulsatility index (pi) with concern of possible suction event. The log files captured a low flow event on 11march2026 at 11:42 with flow noted as low as 2.4 liters per minute (lpm). Periods of pi events were captured throughout the log file. A suction event was not confirmed, and the patient's speed were reduced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later reported the low flow alarms were likely suction from high speed. The low flow alarms resolved and there were no patient symptoms at the time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.